Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the patient is in the emergency department. Due to pump malfunction. Pump is showing high pressure error on both pumps. Serial numbers of pumps not provided. Not reported if patient admitted to the hospital from emergency department. This is a continuous infusion set flow rate and volume delivered are unknown. Position of the pump when error occurred is unknown. No further information. Product fault occur, while in use with patient. Unknown if there are product issue, patient or clinical injury. Unknown, if there is medical intervention provided. Unknown, if there is product replacement. No back up product switched. Unknown, if they are able to successfully continue the therapy. Unknown, if pumps are available for return. Dose or amount: veletri 25ng/km/min. Frequency: continuous. Route: IV.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: (B)(6).